Manufacturer narrative:
A supplemental MDR is being submitted for additional medical records being received. The following sections have been added: b4, b5, b7, g3, g6, h2, h11. The previously submitted codes and investigation narrative remain unchanged.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post-implant of a 26mm sapien 3 valve in the aortic position, an urgent review for a possible valve in valve was requested. The reason for review is degeneration per medical records and the patient is undergoing a workup for a valve in valve procedure. The patient presented to the emergency department, was stabilized, underwent testing and discharged. When a tavr was determined to be the course of action, the patient's insurance would not allow an out of network provider and the patient was provided with the closest in-network hospital. The patient's son intervened and arranged for the patient to travel to orlando, where they currently are. Through the vcc, they were told nothing has been completed as of today. According to the medical records, patient was admitted for chfref with chief complaint of chest heaviness, lower limb swelling, lightheadedness, hypotension and fatigue. Tte on (B)(6) 2025 found a severely reduced ef at 15-20%, severe stenosis with ava 0.67cm^2, mg 33mmhg, and mild aortic valve regurgitation. Patient is undergoing workup for valve in valve. Additional medical records were received after the first set showing that the patient presented in november for new diagnosis of congestive heart failure and was found to be volume overloaded. Echo showed ef 20% and severe artificial valve stenosis. Tee was obtained to further evaluate the patient's valve and it was determined at this time by cardiology and cardiothoracic surgery that the patient is not a great candidate. The patient has been referred to the advanced heart failure team and patient will follow up in the outpatient setting for further evaluation.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate coronary artery disease status post coronary artery bypass graft, hypertension, diabetes, chronic kidney disease could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years post-implant of a 26mm sapien 3 valve in the aortic position, an urgent review for a possible valve in valve was requested. The reason for review is degeneration per medical records and the patient is undergoing a workup for a valve in valve procedure. The patient presented to the emergency department, was stabilized, underwent testing and discharged. When a tavr was determined to be the course of action, the patient's insurance would not allow an out of network provider and the patient was provided with the closest in-network hospital. The patient's son intervened and arranged for the patient to travel to orlando, where they currently are. Through the vcc, they were told nothing has been completed as of today. According to the medical records, patient was admitted for chfref with chief complaint of chest heaviness, lower limb swelling, lightheadedness, hypotension and fatigue. Tte on (B)(6) 2025 found a severely reduced ef at 15-20%, severe stenosis with ava 0.67cm^2, mg 33mmhg, and mild aortic valve regurgitation.